Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during releasing the valve after at least one recapture, the blue handle of the delivery catheter system (dcs) split. The physician connected the handle and the valve was implanted with no adverse patient effects reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle does not appear intact. The tip-retrieval mechanism appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The device was returned with the end cap/screw gear snap fit connected. Voids are observed along the proximal end of the capsule. Slight damage is noted on the inner member near the spindle hub. At this point the deployment knobs were separated by the analysis technician. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images received confirm the separation of the actuator. The device was received for analysis. Voids are observed along the proximal end of the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A kink was observed on the inner member shaft. The description of the event does not indicate that this damage occurred during the reported issue. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.